Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and e70 error alarm was confirmed in alarm history due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 123 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised to exchange pump. The customer was asked verbally and in written form to return broken pump for analysis.